Event description:
It was reported that patient underwent total hip replacement in 2007, in which he received a durom cup acetabular component. Post-op, patient has been experiencing pain and is scheduled for revision surgery in 2008.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.